Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump's black box data from the date of the alleged issue had been overwritten due to continued use of the pump. The prime steps were performed without issue. The pump was exercised for 24 hours with no issues observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a loss of prime issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.